Manufacturer narrative:
Device received with a critical pump error and multiple sequential pump error 53 alarm in the device history due to software error. Unable to perform the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and displacement accuracy test due to critical pump error (open book). Device received with serial number label fading, missing display window cover, pillowing keypad overlay and cracked battery tube threads. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Retainer ring = black. On (B)(6) 2021 the customer alleged was hospitalized for low blood glucoses. Device received with a critical pump error alarm. Successfully downloaded history files and traces using thus. Found multiple sequential pump error 53 alarm in the insulin pump history due to software error [13 on (B)(6) 2020 12:28 / 5 on (B)(6) 2020 15:23]. Unable to perform the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and displacement accuracy test due to critical pump error (open book). Device was cut open to perform visual inspection and found moisture damage on pcba 1, pcba 2, force sensor and motor. Force sensor zero offset within specification. Test p-cap and reservoir locked properly into reservoir compartment during testing. Device received with serial number label fading, missing display window cover, pillowing keypad overlay and cracked battery tube threads. Unable to verify customer alleged for low blood glucoses. Critical pump error (open book image) alarm confirmed due to multiple sequential critical handling errors (pump error 53 alarms). Pump error 53 alarm confirmed due to a software error. Moisture damage was confirmed on the electronic assembly. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customers mother reported via phone call that they were hospitalized due to low blood glucose level on (B)(6) 2021. Customer¿s blood glucose level was 14 mg/dl at the time of hospitalization. Customer was taken through emergency medical services. Customer had been using insulin pump system within 48 hours of reported low blood glucose event. Customer alleges insulin pump was over delivering the insulin due to insulin pump kept saying pump error. Customer was assisted with troubleshooting for low blood glucose level. The insulin pump will be returned for analysis.